Event description:
Non-infective joint fluid retention [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a (B)(6) male pt (initials: not provided) with gonarthrosis. This report is from a literature article entitled "efficacy and complications of hylan g-f20 in osteoarthritic knees". The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection at a does of 2 ml into an unspecified location (route and frequency was not provided). The lot number of synvisc was not provided. On (B)(6) 2011, the pt developed joint fluid retention and 60 cc of fluid was aspirated by arthrocentesis. It was reported that the event was aseptic and alleviated with resting and tranquilizers. On (B)(6) 2011, the pt recovered from the event of non-infective joint fluid retention. Concomitant medications included artz (hyaluronate sodium). The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as definite.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 in the form of qa (quality assurance). Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Enzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Report source: journal: the 4th japan orthopedic surgery society on knee/arthroscopy/sports. Author: kuriyama s, momona k, tamaoki y, et al. Title: efficacy and complications of hylan g-f20 in osteoarthritic knees. Volume: 37(4), year: 2012, pages: 169.